Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with the message ¿upstream occlusion.¿ the patient had no symptoms present but did have some interruption to the infusion. When the patient got home, she changed the current cassette over to the second pump; the second pump delivered her veletri dose without alarm. The patient was not symptomatic throughout this event. There was a patient involvement and no patient harm/adverse event reported.